Manufacturer narrative:
Inspect all inventory products, found and isolated defective product. Responsible person: (B)(4), date: (B)(4) 2015. Hardness gauge used for wheel, found all product comply w/ drawings. Responsible person: (B)(4), date: (B)(4) 2015. Inforce quality control. Increase quantity of sampling inspection. Responsible person: (B)(4), date: (B)(4) 2015.

Event description:
End user advised someone was pusher her in the chair and she felt a bump and noticed front right caster rim was broken.